Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known patient effect associated with the use of the device. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a supera stent occlusion occurred. No additional information was provided.